Event description:
Female patient under general anesthesia underwent a procedure that required the use of an esophageal stethoscope and endotracheal tube. Some time after the procedure the patient complained of vague abdominal pain as her first symptom. Two weeks later the esophageal stethoscope was detected on a cat scan and was removed via an endoscope. Unknown to the staff, the stethoscope during this case was swallowed by the patient. It is suggested that the manufacturer reevaluate their current design to incorporate a means of preventing the patient from swallowing the device.